Event description:
It was reported that the insulin pump had a protruding drive support cap and that the customer had pushed the drive support cap back in while still connected to the device. The blood glucose reading was 340 mg/dl. The customer stated that she had pushed it back in after bolusing for the high blood glucose. She stated that she woke up at night sweating and treated with juice for what she felt was a low blood glucose event. She woke up in the morning with a blood glucose reading of over 200 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded and or loose drive support disk. The device had cracked lcd window, broken belt clip slot, cracked reservoir tube lip, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.